Event description:
Case description: this case was reported by a dentist via call center representative and described the occurrence of accidental device ingestion in a (B)(6)-old female patient who received denture cleanser (corega tabs) unknown for denture wearer. Concurrent medical conditions included down's syndrome. On an unknown date, the patient started corega tabs. On (B)(6) 2016, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria (B)(4) medically significant). The patient was treated with omeprazole (polprazol). On an unknown date, the outcome of the accidental device ingestion was unknown. Additional details: the patient was suspected of accidental coreg tab (product for cleaning dentures) ingestion which took place on (B)(6) 2016. It was reported that the tablet was dissolved in a half of glass water. The patient's mother (dentist) was not sure whether her daughter drank the solution. The patient can not be contacted due her down's syndrome and the only one possibility was to observe the child. The patient's mother has not noticed any adverse event. To avoid the later sequels the patient's mother decided to take her daughter to laryngologist and to perform laboratory tests. Because of the difficult cooperation with the girl the doctor assessed back wall of the throat. There were a neither mucous irritation no erosions found. The treating physician recommend minimum 2000 ml of liquid the next day and polprazol omeprazolum) 20 mg. Follow up information received from the patient's mother on (B)(6) 2016: additional current conditions included hashimoto's disease and hyperinsulinemia, and being overweight. It was reported that the patient felt "good" and that no ae was observed. The reporter had taken the patient to a laryngologist again. The laryngologist could not confirm if the patient ingested the corega. The corega solution was prepared for the younger brother's orthodontic apparatus.

Manufacturer narrative:
MFR 1020379-2016-00052 is associated with argus case (B)(4), corega tabs. Corega tabs are marketed as polident in the us.

Event description:
Accidental medical device ingestion [accidental device ingestion]. Case description: this case was reported by a dentist via call center representative and described the occurrence of accidental device ingestion in a (B)(6) female patient who received denture cleanser (corega tabs) unknown for denture wearer. Concurrent medical conditions included down's syndrome. On an unknown date, the patient started corega tabs. On (B)(6) 2016, an unknown time after starting corega tabs, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The patient was treated with omeprazole (polprazol). On an unknown date, the outcome of the accidental device ingestion was unknown. The reporter considered the accidental device ingestion to be possibly related to corega tabs. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the patient was suspected of accidental coreg tab (product for cleaning dentures) ingestion which took place on (B)(6) 2016. It was reported that the tablet was dissolved in a half of glass water. The patient's mother (dentist) was not sure whether her daughter drank the solution. The patient can not be contacted due her down's syndrome and the only one possibility was to observe the child. The patient's mother has not noticed any adverse event. To avoid the later sequels the patient's mother decided to take her daughter to laryngologist and to perform laboratory tests. Because of the difficult cooperation with the girl the doctor assessed back wall of the throat. There were a neither mucous irritation no erosions found. The treating physician recommend minimum 2000 ml of liquid the next day and polprazol omeprazolum) 20 mg.